Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system was subsequently explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient had received several inappropriate shocks due to oversensing of low amplitude measurements and a change in morphology. The inappropriate shocks were delivered in primary and secondary vectors. Myopotential noise was observed during isometrics in alternate vector. A boston scientific technical services consultant discussed programming options and potential device replacement for this patient. No adverse patient effects were reported.